Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was returned, analyzed, and no anomalies were found. Concomitant products: product ID 694958 implantable tachy lead implanted: (B)(6) 2005; product ID 5076-52 implantable pacing lead implanted (B)(6) 2005. (B)(4).

Event description:
It was reported that the physician had difficulty engaging the set screw which resulted in damage of the grommet. Due to the grommet damage the device was explanted and replaced. No patient complications have been reported as a result of this event.